Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer removed the ifs and reverted to an alternate method of insulin therapy. Reportedly, the customer used trusteel infusion set to long, tandem technical support educated the customer infusion set should be changed every 24-48 hours.